Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance with the complaint that the handle was cracked. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was found that the unit failed testing due to the porting block leaking. The device's sensor board would need to be replaced to address the issue. The customer requested no repair to device. Device will be returned to the customer unrepaired.